Event description:
At beginning of prostate surgical procedure using davinci robot. The end of the monopolar energy activation cable caught fire where it connected to the robot. Flames were present. The robot was immediately disconnected from the power source and the flame was extinguished. This connection site was not near the patient, hence there was no patient harm. Biomed performed a check on robot and found it satisfactory; the cable being the source of the fire. The cable was removed and replaced. The procedure was completed on the patient without further incident. Intuitive field service engineer, (B)(4), was given the cable on (B)(4) 2014